Event description:
User received a high total bilirubin result for one newborn patient's sample. Initial result was 22.48 mg/dl. The tech had run the sample in duplicate, but when the first, high value came off the instrument, she reported it immediately to the physician. The result of the duplicate testing was 10.67 mg/dl and came off the analyzer shortly after the original value, but the tech did not notice that the results did not match. The sample was repeated approximately five hours later and gave a result of 10.90 mg/dl. The baby was moved to the neonatal ICU at another site where she was put under bili-lights and a bili blanket. The other site tested the total bilirubin on a separate sample and got a result of 9.4 mg/dl. A third sample was run in 2008, and the result was 10.0 mg/dl. User stated the current condition of the patient is fine and had been discharged from the facility. Customer did not want a field service dispatch, stating they were not having any other issues with the instrument itself, and determined the issue was due to the sample rack used.